Event description:
It was reported the pt is experiencing ineffective right-sided stimulation. An sjm representative was unable to resolve the issue with reprogramming. It was also reported diagnostics showed invalid impedance values for the scs lead (cervical). Pending x-ray results the next course of action will be determined.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.